Event description:
It was reported that the bd luer-lok syringe had a volume discrepancy. The following information was provided by the initial reporter: ¿we found two types of 1cc syringes in our dept. 1. Bd 1ml luer-loc ref # 309628and 2. Bd 1 ml slip tip ref# (B)(4). We usually have the luer loc as our stock. On october 6, 2023 we were drawing up gravol 25mg in a 1 cc syringe (slip tip) for a pediatric patient in the pacu we decided to transfer the medication to the luer-loc syringe. When we did this the volume of 0.5cc¿s in the slip tip was only 0.4cc¿s in the luer lock type. We did repeat this and again received the same results. The volume discrepancy was concerning.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Material #: 309628 batch #: 3094303. It was reported by customer that the volume discrepancy was concerning. Verbatim: ¿we found two types of 1cc syringes in our dept. 1. Bd 1ml luer-loc ref # 309628and 2. Bd 1 ml slip tip ref# 309659. We usually have the luer loc as our stock. On october 6, 2023 we were drawing up gravol 25mg in a 1 cc syringe (slip tip) for a pediatric patient in the pacu we decided to transfer the medication to the luer-loc syringe. When we did this the volume of 0.5cc¿s in the slip tip was only 0.4cc¿s in the luer lock type. We did repeat this and again received the same results. The volume discrepancy was concerning.¿ response received 19 oct 2023. Ref# 309628 lot# 3094303 luer-lock tip. Ref# 309659 lot# 2355450 tuberculin slip tip.